Event description:
While cleaning the umbilical cord suction channel on a colonoscope with the ballard cb-xi single-ended cleaning brush the technical nurse noted that only the wire emerged into the suction tubing. She withdrew the wire thinking maybe she had a faulty product that did not have a brush. She opened a new package and put it through the same channel. She then proceeded to clean the scope per protocol, reprocessed it and used it again that day with no problems. The next day, during the first colonoscopy case the physician remarked that the suction was not working properly. Another brush was run through umbilical suction channel without improvement. After the procedure the nurse cleaning the scope felt the suction was not good so she ran a brush through several times. During the third run through of the umbilical suction channel, a broken head of a cleaning brush emerged with the brush she was using. The head of the cleaning brush from the previous day. This scope had been reprocessed and used on other pts. The physician believes it is unlikely that this incident could have resulted in an adverse event to a pt because: "it was lodged in the umbilicus- the brush was in the suction channel in the umbilical cord of the scope which is a one way channel directing material away from the pt." Mechanical cleaning was able to be performed with a brush despite the foreign body. The result may have been different if the brush had broken off in another part of the scope. The lot number for this product is 335861, date of MFR 02/06.